Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a motor error alarm then his screen went blank. Customer's blood glucose was unknown. After troubleshooting, display screen did return. The customer then encountered a frozen display and a no delivery alarm. He also complained of a high pitched sound coming from his pump. The customer declined all other troubleshooting for the motor error alarm, audio tone anomaly, frozen display and no delivery alarm. The customer was advised that insulin pump would need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify frozen screen and motor error alarm due to blank display. The motor was tested outside of the device and failed. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.